Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 16-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. Only micro-insert was returned. Micro-insert was deployed and detached. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record c13142 (production date 18-jan-2014 and expiration date 31-jan-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking and deployment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device broke during the procedure. She had no injury. The reported event was considered non-serious and is anticipated (listed) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated the device did not came out properly and broke; only one essure was inserted. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. The ptc analysis performed an investigation of the product involved in this report (only the micro-insert was returned). The microinsert was found deployed and detached. The analysis was unable to confirm any quality defect or device malfunction at this time. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 19-oct-2015: after several attempts, it was not possible to get additional information and we have not received answer from the physician. Case considered closed. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device broke during the procedure. She had no injury. The reported event was considered non-serious and is anticipated (listed) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated the device did not came out properly and broke; only one essure was inserted. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. The ptc analysis performed an investigation of the product involved in this report (only the micro-insert was returned). The microinsert was found deployed and detached. The analysis was unable to confirm any quality defect or device malfunction at this time. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was c13142. Physician reported that the device did not come out properly and broke. Bilateral placement of essure was not successful, only one device was inserted. The patient had no injury. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device broke during the procedure. She had no injury. The reported event was considered non-serious and is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated the device did not came out properly and broke; only one essure was inserted. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information are being sought.